Manufacturer narrative:
The reported event could be confirmed based on the pictures provided for investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
As reported: the t6 screwdriver blades are bending/ warping during surgery. One of the t6 screwdriver blade tips snapped off completely.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; disposed by hospital.

Event description:
As reported: the t6 screwdriver blades are bending/ warping during surgery. One of the t6 screwdriver blade tips snapped off completely.